Manufacturer narrative:
The co2 tank interface has been returned and evaluated by the failure analysis team. The failure analysis investigations replicated/confirmed the customer reported complaint "washer seal lost at insufflation-hose yoke¿. Failure analysis found the primary failure of other - missing seals to be related to the customer reported complaint. For clarification, the tank interface was found to have the black yoke seals missing from the tank interface component. The seals were not returned with the unit. The root cause of this failure is not determinable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer called in to report the loss of a washer seal at the insufflation-hose yoke. Due to significant air leakage when used as it is, the customer temporarily installed an olympus washer as an alternative solution. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the co2 tank interface to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.